Event description:
It was reported that the customer had high blood glucose levels of 589 mg/dl. The customer was hospitalized for high blood glucose levels. The customer reported that she had an infection that was causing her blood glucose levels to rise. The customer reported trying to treat herself with the insulin pump and a manual injection but her blood glucose levels would not go down. The customer reported going to the hospital and was given another ten units of insulin intravenously. It was reported that the blood glucose levels of the customer went down eventually hitting a low blood glucose level of 45 mg/dl and continued to drop. The customer reported going into a full seizure. The customer was released from the hospital after asking to be released. The customer declined any troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.